Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the patient's right side they are experiencing tremor despite having good impedance on that side. On the other side the patient is receiving effective therapy, however there is high immeasurable impedance. The patient's stimulation was increased on the side they are experiencing tremor, and that helped to reduce the symptom. An x-ray will be performed to investigate the system in the coming weeks. Additional information was received: it was reported that the patient had x-rays taken and their ins was shown to have a pocket adaptor. It was normally recommended to connect the inline end of the pocket adaptor directly to the battery, without the use of an additional inline extension, therefore the system configuration was off-label. Additional information was received from the manufacturer representative reporting that the patient was seen where the device was implanted at. The high impedances could not be resolved. An extension that was not correctly placed or came loose might be the problem.